Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic pulmonary disease, peripheral vascular disease, atrial fibrillation, liver disease, rheumatic disease, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, congestive heart failure hospitalization, stroke, bicuspid valve, porcelain aorta, complex thoracic anatomy, thorax deformity, and aortic/mitral valve insufficiency. Complications reported included surgical intervention (valve-in-valve), unexpected medical intervention (post-dilatation), stroke; these complications are anticipated for the procedure and subject population. It was reported that navitor valve was implanted in native bicuspid aortic valve. It should be noted that the navitor¿ transcatheter aortic valve implantation system, instruction for use (IFU), artmt600163776, rev d, states: the valve is contraindicated for patients with any leaflet configuration other than tricuspid. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "stroke after transcatheter aortic valve implantation: incidence, temporal trends and predictors," was reviewed. The article presented a multicenter, prospective study to evaluate temporal trends in 30-day stroke following transcatheter aortic valve implantation (tavi) and to explore potential drivers of these trends. Secondary exploratory analyses examined associations with mortality and baseline and procedural characteristics. Devices included in the study were corevalve evolut, sapien, acurate, and portico/navitor. The article concluded that incidence of early stroke after tavi declined over time, partly reflecting changes in patient selection towards lower-risk profiles, with additional improvements in tavi practice likely contributing. Despite this, early stroke remains strongly associated with excess mortality, underscoring the need for continued refinement of procedural strategies and targeted risk mitigation. [The primary and corresponding author is antros louca, department of molecular and clinical medicine, university of gothenburg institute of medicine, goteborg, sweden, with corresponding email: antros.louca@gu.se]. The time frame of the study was from january 2008 to december 2023. A total of 11957 patients were included in the study, of which 497 (4.3%) received an abbott device. The average age was 81.0 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic pulmonary disease, peripheral vascular disease, atrial fibrillation, liver disease, rheumatic disease, myocardial infarction, percutaneous coronary intervention, prior cardiac surgery, congestive heart failure hospitalization, stroke, bicuspid valve, porcelain aorta, complex thoracic anatomy, thorax deformity, and aortic/mitral valve insufficiency.